Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): a retrospective review to evaluate the clinical outcomes of patients requiring uss posterior instrumentation at a single center in canada. There were 22 complications identified in 12 patients. Complications related to the patient who received both uss ii and synapse are reported: (n=5) adjacent level disease, (n=1) csf leak, (n=1) fracture, (n=2) hardware failure, (n=5) infection, (n=2) junctional kyphosis, (n=4) neurological impairment, (n=3) non-union, (n=22) pain, (n=1) progressive dsd, (n=1) proximal junctional failure, (n=1) recurrent discitis, (n=1) stenosis, (n=1) symptomatic hardware, (n=1) cardiovascular complications, (n=1) epidural hematoma, (n=1) pe with atrial flutter, (n=1) post-op pneumonia, (n=1) seroma, (n=1) uti, (n=14) death (reason unknown), (n=2) screw cutout, (n=4) screw loosening, (n=1) screws broken, (n=5) rod broken/fracture. This is for unknown depuy synthes uss and unknown depuy synthes synapse.